Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. Unable to test for the motor error alarm due to the lack of button response. However, the motor was tested outside of the unit and passed. A bleeding lcd glass, scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker noted.

Event description:
It was reported that the customer had a button error and motor error alarm on her insulin pump. The customer's blood glucose level was 270 mg/dl. It was found that the insulin pump was exposed to moisture from the waistband. Customer stated that she was unable to rewind the insulin pump. Insulin pump will need to be replaced. No additional information provided.